Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation found the complaint was not confirmed and the image issue and e315 error message were unable to be reproduced. Evaluation did find the printed circuit board had corrosion and the scope cover screw was loose. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the colonoscope was not working with the videoscope cable 150 and the image was flickering/frozen. The issue was found during maintenance. An olympus field service engineer (fse) reported the processor got stuck when olympus 150 series scopes were connected to it and an e315 scope mismatch error was displayed. Upon troubleshooting, a cable problem was found. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found there was no image displayed due to a defective printed circuit board and cable. The report is being submitted due to the defects found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to a defective interface board (cn) board. Olympus will continue to monitor field performance for this device.